Event description:
It was reported in medsun mandatory medwatch report (uf/importer report# (B)(4)), that when attaching the secondary tubing to the clave secondary port of the primary plum set, the clear part of the clave secondary port is pushed down and will not allow the secondary medication to infuse. The intravenous (IV) pump alarms "proximal occlusion line b". This will only resolve by getting new primary tubing. There was no patient harm reported.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.